Event description:
It was reported by end users daughter that the m51psemired power chair will only go in reverse and to the right only. Debbie knows it is a pronto, but not what model, she was not with the chair when she called.